Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not fully inserted to the header of the implantable pulse generator (ipg). The right atrial (ra) lead exhibited undefined/high impedance in unipolar and bipolar. The pocked was opened and the lead was fully inserted into the header. No patient complications have been reported as a result of this event.